Event description:
Revision surgery - the surgeon performed a total knee revision. The spacer block failed while assembling.

Manufacturer narrative:
On (B)(6) 2012, an agent reported a revision surgery. Several spacer blocks were wasted during the surgery but the complaint is not directed at this issue. There was no information provided about the explanted components and a search of the device history records and product complaint report database could not find any additional information. There was no delay and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. Because no components were returned and component part numbers are unknown, a definitive root cause cannot be determined. Factors that can contribute to revision of a femur, tibia, and insert include: bone loss due to disease or osteolysis, trauma, and incorrect component sizing or positioning. There is no evidence of a design or manufacturing problem that contributed to the need for a revision.